Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the titanium cannulated tibial nail-ex with proximal bend was bent and removed from patient. The nail was bent due to a car accident. It is unknown if procedure was successfully completed. Patient status is unknown. This report is for one (1) 10mm ti cann tibial nail-ex w/prox bend 375mm. This is report 1 of 1 for (B)(4).